Event description:
Procedure: colon resection. According to the reporter: a cracking noise was noted in the middle of the firing stroke. The staples that did not form were removed and another device was used to complete the dissection of the bowel. Or time was extended beyond 30 minutes.